Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a dialysis catheter placement procedure, a crack was identified in the hub of the dialysis catheter by the clinician. The catheter was leaking saline and heparin during a post procedure flush. The catheter was exchanged for a competitor's product. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and functional testing was performed. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.